Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1800443. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in (B)(6), medical center, clip was found broken prior to the patient.